Manufacturer narrative:
(B)(4). Device a was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The device b was returned with the tissue pad melted and partially detached. Some tissue pad material was found in the groove of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Device b batch mfg date 11-3-10 exp date 10-3-15 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a lap bowel resection procedure, within first twenty minutes of use, the tip of the device was broken, the tissue pad fell off. A second instrument was opened, which then started to make a strange buzzing sound and appeared to have electrical problems. Another like device was used to complete the procedure. There were no adverse consequences for the patient.